Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. Prior to an interventional procedure, it was found that x-ray could no longer be triggered with the footswitch. The user noticed that no indicator lights were illuminated on the wireless footswitch and the patient was transferred to an alternative system. Siemens service identified that the wireless footswitch was most likely defective. To rule out a possible problem with the charging station, both the footswitch and the charging station were replaced. The replaced parts were disposed of and a deeper analysis could be not carried out. After replacement of the footswitch and charging station, the system works as intended. The occurrence rate of the error pattern and the spare parts consumption of the affected parts were checked. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.